Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during the post-operative check that the patient's right atrial (ra) lead had dislodged as evidenced by lack sensing and electrogram that matched right ventricular (rv) lead. Fluoroscopy verified ra lead had dislodged and fallen into the ventricle. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.